Event description:
Caller reported that ibc dropped 85% in a short period, resulting in an unexpected shutdown as the pump would not turn on. There was no reported impact to the customer¿s blood glucose level. The patient disconnected the call before further documentation could be gathered, and no additional information was received regarding the outcome of the event.